Manufacturer narrative:
(B)(4). Date sent: 08/04/2021. D4: batch # r5al2j. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage, with 2 staples in the pockets partially formed and with the breakaway washer uncut and without marks. Additionally, a little portion of tissue was returned with "b" formed staples present on the tissue. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to an improper use of the device. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/05/2021. D4: batch # r5al2j. The device was received for additional evaluation. Upon arrival in the pi lab, a detailed visual examination of the device was performed. Visual inspection of the device showed the original washer was found with a gouge as previously noted. The washer had no other indentations, indicating the knife had not contacted the washer. Additionally, a gouge is present in a staple pocket in the device anvil when viewed under magnification. The location of the gouge in the washer and the gouge in the anvil could have been caused by firing and/or clamping the device over a hard object. The location of the two gouges is located roughly 5° from the heat stakes in the anvil and heat stake arches in the washer, it is likely that the damage in both components was caused by the same object. The damage to these components (red arrows) and locations relative to the heat stake/heat stake arch (purple arrows show heat stake/heat stake arch. The gouge in the anvil is under magnification. Additionally, a CT scan of the returned tissue was performed. This analysis confirmed the b-formed staples noted via visual analysis in independencia. The CT analysis was also able to measure the diameter of the staple wire present in the tissue. The staples within the returned tissue were measured and found to be not consistent with the nominal staple wire diameter found on a circular stapler. The number of staples and linear pattern are also not consistent with a cdh29a circular staple line. It can be concluded that the returned staple line is from the linear transection. Additionally, there are no apparent cut staples, as would be observed when the circular knife completes the anastomosis ¿ further supporting the circular stapler wasn¿t fully fired. Three (3) partially formed staples were also returned with this pi device, as noted by the independecia pi lab. These staples show the formation process was only partially completed, which is consistent with a incomplete firing cycle. These staples were measured for wire diameter and was consistent with a cdh29a staple diameter. The device was reloaded with staples and a new washer the device was fired by hand in the cincinnati pi lab. This firing also cut the washer and test media and created a fully formed staple line. All of the analysis conclusions above indicate that the device was unable to complete the firing cycle, likely due to external causes. The damage to the washer and indentation on the anvil indicate the device may have been clamped down on a hard object that could have prevented the full firing process during early staple forming. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Left hemicolectomy. What surgical procedure was performed? Left hemicolectomy. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? It was the assistant, almost 5 years experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? Like usual. Was the device difficult to fire? Like usual. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Normal donuts. Was a complete transection of the white breakaway washer visually confirmed? Yes but only the half was stapled. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? There had a whole was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? During the operation. How was the leak identified? They had a whole. What was observed at the site of the leak upon reoperation? Only the half was stapled. How was the leak addressed? They had a whole. What is the current status of the patient? Still at the hospital. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemicolectomy procedure, when they stapled they had only a part of the tissue which was stapled. It was cut, but not stapled on all the ring. The patient has a stoma forever.